Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, post implantation of an intraocular lens (iol), surgeon claimed that, there was a chip on the lens. Additional information was received by technician, that chip on iol rectangular scratch on optic would not rub off with irrigation/aspiration. It was not determined if the scratch is on front, back surface or internal.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned for analysis. Only photo was returned. The returned photo shows implanted iol. There is a dark, rectangular in shape mark visible on the iol. The exact location of the mark cannot be confirmed. Based on the observation of attached photo, there is a dark, rectangular in shape mark visible on the implanted iol. No iol or device was returned for the evaluation. We are unable to confirm lens and haptic position for advancement in the device. A definitive determination of damage and a final root cause cannot be determined based on available information and without the evaluation of the physical product. The manufacturer internal reference number is: (B)(4).